Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient allegedly developed blisters on her upper thighs where they come into contact with the silicone coated latex foley catheter, as well as an itchy feeling in her urethra. The patient went to the doctor, where the doctor prescribed a prescription antifungal cream to apply to her urethra for the itching. It was reported that the patient has a latex allergy.

Event description:
It was reported that the patient allegedly developed blisters on her upper thighs where they come into contact with the silicone coated latex foley catheter, as well as an itchy feeling in her urethra. The patient went to the doctor, where the doctor prescribed a prescription antifungal cream to apply to her urethra for the itching. It was reported that the patient has a latex allergy.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿evaluation tab. Warning : 1. On catheter, do not use ointments or lubricants having a petroleum base. They will damage latex and may cause balloon to burst. 2. Visually inspect the product for any imperfections or surface deterioration prior to use. Do not use if package is opened or damaged."